Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the reservoirs were leaking during a set change. The blood glucose reading was 200 mg/dl. The insulin pump had also alarmed for no delivery. The customer declined troubleshooting for the reservoir leaks, for the no delivery alarm, and for high blood glucose.